Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screw on a lead was tight before the physician heard a click. The physician "stabilized the lead cap and used the blue torque wrench to tighten the screw." It was stated that he also used the "prescribed technique in the lead manual." After tightening, but not hearing a click, the metal ring "spun around in the plastic, placing the lead at risk of damage." Two leads were implanted; however, only one had this lead cap issue. It was noted that there was no patient injury. Refer to manufacturer report #6000153-2012-00238. Both leads were returned and it was unclear which lead was involved in the event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID neu_leadcap_acc, lot # unknown, product type accessory; product ID neu _leadcap_acc, lot # unknown, product type accessory. Analysis of lead cap 1 found that the connector had twisted. It was further stated that when holding the lead cap properly, the connector block twisted in the molded rubber prior to a known good torque wrench reaching the 4 oz-in torque. Analysis of lead cap 2 found that the connector had twisted. It was further stated that when holding the lead cap properly, the connector block twisted in the molded rubber prior to a known good torque wrench reaching the 4 oz-in torque. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.